Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel indicator all lit up, switches not functioning and no image due to printed circuit board failure. The following parts to be replaced: printed circuit board and the converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while preparing for a diagnostic procedure in the operating theater, the evis exera ii video system center was turned on, and the switches on the front panel did not function. The customer pressed different switches without any response. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide the UDI (see d4), which was inadvertently left off the initial MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.